Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarms found. The unit had a broken belt clip slot, cracked battery tube threads, and a corroded battery tube.

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 125 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.